Event description:
7/4/96 orif of right hip. Displace intertrochanteric fracture of the right hip. 12/11/96 orif right hip with allograft cortical screws. Orif failed to heal, the head of the femur went progressively into a varus position and x-ray fails to reveal presence of callus or healing at fracture line. 5/28/97 bipolar hip prosthesis (right) diagnosis-non-union and hardware breakage of interrochanteric fracture.